Event description:
Patient's meter was reading inaccurately high. Patient reported that they had not been feeling well, feeling low and as though they could not move the right side of their body. They reported that they obtained a "142 ml/dl" and decided to drink orange juice because they knew they were experiencing hypoglycemia. Patient called 911 after drinking orange juice and when the emt arrived they obtained a "52 mg/dl" on their meter within 10 minutes of their meter reading. Patient was taken to the ER, where they were treated with an oral glucose gel. It is unknown if the patient was admitted or released the same day and what their blood glucose level was after receiving treatment. Patient's medication regimen is unknown. Patient was using expired test strips. The customer service representative replaced patient's test strips and control solution. Medical affairs specialist mailed a letter after an unsuccessful phone call attempt.